Manufacturer narrative:
Date of postoperative plate breakage is unknown. Additional device product codes: jdp, hwc. Implanted in (B)(6) 2017; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open reduction internal fixation of the distal femur using a variable angle plate in (B)(6) 2017. The patient went on to develop a non-union and a bone graft was performed in (B)(6) 2017. The patient presented to the hospital emergency room with a failed union and a broken plate on an unknown date. The patient was revised on (B)(6) 2018, when the broken plate was easily removed and the patient was implanted with a retrograde stryker nail. The surgery was successfully completed without any intraoperative events or harm to the patient. There were no surgical delays reported. The explanted plate was discarded and will not be returned for investigation. Concomitant devices reported unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for the (B)(6) 2018, revision when the broken plate was removed and the patient was implanted with a retrograde stryker plate, (B)(4) is for the bone graft performed in (B)(6) 2017 due to a non-union. This is report 1 of 1 for complaint (B)(4).